Manufacturer narrative:
During evaluation of the device stryker found the magnet missing in the lid of the device. The cause for missing magnet issue was isolated to the lid assembly. The lid was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.